Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with two reservoirs. He was unable to push insulin through. Customer's blood glucose level went down to 61 mg/dl and had to drink milk to bring it back up. The device was not returned.